Event description:
It was reported by the patient that they thought they could feel their right ventricular (rv) lead and described it as "taking their breath away" and uncomfortable. Follow-up was performed and records determined that the patient was experiencing chest pain with change in position, dyspnea, dizziness, and a ¿throbbing¿ of their heart when lying flat. Records noted that a pericardial effusion could not be ruled out; further follow-up was performed but additional attempts were unsuccessful. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.